Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). On (B)(6) 2022 a product advisory notice (B)(4) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. The user facility indicated that the product advisory was reviewed and signed prior to the procedure. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022 for bile duct stent exchange as treatment of pancreas cancer with biliary obstruction. The patient was placed in the prone position and intubated with the exalt model d scope, under general anesthesia. As the physician advanced the exalt model d scope, he faced some resistance in the oropharynx area and as tried to push the scope, he felt a give way and noticed a perforation. Per the physician, the anesthesia was given by a newer anesthesia resident, and he is concerned that the endo tracheal (et) tube balloon was over inflated. The procedure was not able to be completed, and patient was admitted to the hospital for observation. The patient was in the hospital for 1 week and managed with nil per os (nop), total parenteral nutrition (tpn) and IV antibiotics. Patient was then discharged and is reported to be in good condition. The bile duct stent exchange was performed by interventional radiology and a metal stent was placed. Per the physician, there is no allegation that the exalt model d scope failed to meet performance specifications or perform as intended. However, the physician stated that stiffness of the device may have contributed to the perforation. The physician reported that this patient had multiple risk factors such as anterior anatomy, over inflated endo tracheal (et) tube balloon and a very poor nutritional status that could have contributed to the perforation.